Manufacturer narrative:
H3: pending investigation. D10: (B)(6) 188-01-01 - wedge plasma x/o sz 1. (B)(6) 186-01-48 - integrip cc, cluster 48mm, g1. (B)(6) 170-32-00 - biolox delta femoral head 32mm od, +0mm. H7: z-2117-2021.

Event description:
As reported, the patient had an initial left tha on (B)(6) 2016. The patient was revised on (B)(6) 2023 due to recall of the gxl liner. The liner and head were removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available forevaluation.

Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors specified in hhe 2020-09-11-02. The prosthesis wear was able to be confirmed from the provided radiograph/explanted devices. H6: corrected health effect, component, and investigation clinical codes.